Event description:
Patient contacted dexcom technical support on 11/07/2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).